Event description:
A distributor reported a cartridge alarm issue to the customer, who did not provide further details. There was no reported impact to the customer¿s blood glucose level. Technical support conducted tests with two different cartridges and found no alarms. The device is expected to be returned for further inspection, and arrangements have been made for the customer to receive a replacement pump.